Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that rv lead noise was observed on a recent merlin transmission. There were several episodes of rv noise seen, recorded as high v rate episodes. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece measuring 58.0 cm. Visual inspection found an external abrasion breaching the outer insulation at 13.4 ¿ 13.6 cm from the connector pin and exposing the outer coil at the proximal region. The cause of noise was due to external insulation abrasion which is consistent with friction to the device can.